Event description:
It was reported this patient was undergoing treatment for bleeding in the antrum. During the use of this injection gold probe, the tip and approximately 1 1/2 inches of the guide tube detached and was retrieved from the patient using a snare. The procedure was successfully completed using another device and there were no reported patient complications. This device was received and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The tip with the needle guide tube was not received for analysis. The inner lumen and outside diameter of the catheter were found to be within drawing specifications. The evaluation also indicated evidence of adhesive and threading was present in the distal end of the catheter. A lot search was performed and there were no other complaints to date for this lot number. The company believes patient anatomy and/or user technique may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event.